Event description:
There was an allegation of questionable elecsys troponin t hs results from the cobas e 801 module. The initial result was <5 ng/l and the repeat result was 11 ng/l.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer replaced both of the measuring cells and gear pump head. He adjusted the photomultiplier high voltage. The investigation determined the service actions resolved the issue.